Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery in (B)(6) 2022 (specific date not reported) due to poor magnet retention. The implanted device remains.